Event description:
Boston scientific received information that this right ventricular lead had dislodged shortly after implant as no capture was observed at maximum outputs. This lead was successfully repositioned. At the time of this revision, the physician elected to upgrade the patient's device. A second right ventricular lead was implanted (model 4087 serial (B)(4)) and connected into the right atrial port to serve as an off-label bi-ventricular pacemaker as this patient's av node was ablated. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.